Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: a review of the pump history showed no power issues had occurred. No damage to battery compartment was observed. The battery cap was not returned with the pump for investigation. A test cap was able to attach securely to the pump. The pump was exercised with a test cap with no power issues occurring. No evidence of moisture was found in the battery compartment. No leaks were found during leak testing. The pump was opened and no evidence of internal moisture damage was found. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.